Event description:
It was reported that the patient was having frequent ipg charging and difficulty charging the battery. The patient underwent an ipg replacement procedure wherein a non-rechargeable battery was implanted. The patient was doing well postoperatively. The explanted battery will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.